Event description:
It was reported that the customer's insulin pump has many scratches on the display. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube, and cracked reservoir tube lip.